Event description:
A delivery delay with a replacement adc device was reported. The replacement sensor was issued due to customer reporting the sensor would not connect to the freestyle librelink application. As a result of delivery delay, on (B)(6) 2022, customer was unable to monitor glucose levels and experienced symptoms described as vomiting, frequent urination, dizziness, a loss of "ability to talk or walk", and a loss of consciousness. Customer was unable to self-treat, requiring treatment insulin via insulin pump, and glucagon injection, sugary drinks, and food administered by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 3 medical events occurred on 3 consecutive days related to the delayed delivery. This is 2 of 3 reports. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement sensor was issued due to customer reporting the sensor would not connect to the freestyle librelink application. As a result of delivery delay, on 07-may-2022, customer was unable to monitor glucose levels and experienced symptoms described as vomiting, frequent urination, dizziness, a loss of "ability to talk or walk", and a loss of consciousness. Customer was unable to self-treat, requiring treatment insulin via insulin pump, and glucagon injection, sugary drinks, and food administered by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps and the samsung a10, samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.